Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reby1942 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that catheter inserted on (B)(6) 2019. On (B)(6) humidified gauze is observed and when performing the healing and removing the catheter a bit to accommodate it. Fissure of the catheter is observed as shown in the video, by the gray lumen, not CT, in a linear manner.

Manufacturer narrative:
The complaint of a catheter fissure is confirmed but the exact cause could not be determined from the video sample provided. One video sample of a tl powerpicc catheter in use was returned for investigation. The catheter length proximal to the 2 cm depth marker was exposed out of the body. A statlock device is present on the patient; however, the catheter is shown to be disconnected from the retainer. A longitudinal split is present between the 1 and 2 cm depth markers. Material whitening is present along the split edges. The video shows fluid leaking through the split. The characteristics visible on the catheter through the video suggest over-pressurization due to an occlusion to be a contributing factor. The catheter tubing sample dimensions are unknown. The product IFU states, "catheters that present resistance to flushing and aspiration may be partially or completely occluded. Do not flush against resistance. If the lumen will neither flush nor aspirate and it has been determined that the catheter is occluded with blood, a declotting procedure per institution protocol may be appropriate." The IFU also states, "use only lumens marked ¿power injectable¿ for power injection of contrast media. Warning: use of lumens not marked ¿power injectable¿ for power injection of contrast media may cause failure of the catheter." A lot history review (lhr) of reby1942 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that catheter inserted on (B)(6) 2019. On (B)(6) 2019 humidified gauze is observed and when performing the healing and removing the catheter a bit to accommodate it. Fissure of the catheter is observed as shown in the video, by the gray lumen, not CT, in a linear manner.